Event description:
Customer reported presenting with increased pain, swelling, and increased drainage one day following a ventral hernia repair. Fluid was removed every 2-3 days from surgery site. The patient was taken to surgery five months following the procedure and a wound vac was placed. The patient continues to have pain, and fluid build up at the surgical site with scarring. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.